Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced some discomfort at the ipg site due to battery protrusion following some weight loss. As a result, surgical intervention was undertaken wherein the system was explanted approximately 6 years ago.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.